Event description:
The customer reported to beckman coulter (bec) that the coulter lh 750 hematology analyzer was recovering high white blood count (wbc) and hemoglobin (hgb) values on quality control (qc) samples. The same samples were run on another lh750 instrument to check if there was a control issue and the results recovered were within specification. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and replaced the lyse restrictor tubing that had a small hole in the vicinity of fitting 82 (ff82). The fse verified the system's performance. Failure mode was related to a hole in the lyse restrictor tubing at ff82. (B)(4).